Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.